Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "stem appears loose and unstable in femur. Patient suffered an infection and bone quality seems much worse than last revision surgery."